Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). Concomitant medical devices -articular surface, size ef 10 mm height "use with plate 3 catalog #: 00596403210, lot #: n/I. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as hospital policy does not allow its return. The results of the investigation are as follows: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was a revision due to tibial pain from loosening of implant. No additional information available at this time.